Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the doctor tried to pass the aforementioned guidewire through the microcatheter and during the transition the guidewire broke without much pressure and was immediately removed from the microcatheter and sent for revision. Additional information states that the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. As the device was not returned for analysis and a review of all available information fails to indicate an assignable cause for the reported guidewire fracture, an assignable cause of undeterminable will be assigned to the reported event: guidewire broken/fractured during use.

Event description:
It was reported that during the procedure, the operator tried to pass the subject guidewire through the microcatheter and during the transition the subject guidewire broke and was immediately removed from the microcatheter and sent for revision. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the operator tried to pass the subject guidewire through the microcatheter and during the transition the subject guidewire broke and was immediately removed from the microcatheter and sent for revision. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.